Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. It reportedly occurred rarely between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.